Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to methicillin-susceptible staphylococcus aureus bacteria (mssa) infection with vegetation on lead. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.